Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the unknown treatment event.

Event description:
A us distributor contacted zoll to report that on (B)(6) 2026, a patient may have been treated by the lifevest. The last download occurred on (B)(6) 2026, prior to the alleged date of treatment. The ECG and flag data surrounding the alleged treatment was unavailable for review. The occurrence of treatment is unable to be confirmed. This event is being reported out of an abundance of caution as zoll is unable to positively determine if the defibrillation treatment occurred and if it was appropriate or inappropriate. Per notes from the distributor incident file, the patient alleged an injury following treatments. Patient reported falling after the treatment, breaking their arm. Patient reported being admitted to a rehabilitation facility for monitoring the break. Outcome of the injury is unknown.